Event description:
Nurse hung new bottle of tpn on pump at 75/hr and entered volume of 995 cc. Entire bottle empty after one hr and 45 minutes. When bottle and pump were examined by witnesses, 802 cc remained on digital read out and rate was 75 cc/hr. Pt condition stable after 5 units regular insulin and blood glucose 100.